Event description:
It was reported that two pts suffered a burning sensation in the mouth when a rubber mouth piece was used for pulmonary function tests. This mouth piece had been soaked in cidex opa solution overnight. It was also indicated an enzymatic detergent was not used and the proper rinsing process as indicated in the product IFU was not being followed.